Event description:
Boston scientific received information that increased right ventricular (rv) lead measurements at 7.0v were observed. The rv lead was found to be dislodged. A revision procedure was performed. The rv lead was attempted to be repositioned, however, measurements were not acceptable and the lead was ultimately explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The lead was returned for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.